Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that he was having issues being able to stand up so the healthcare professional (hcp) referred the patient to yoga therapy to help with standing up. The patient stated that he was at yoga stretching his calves, lying on the floor, when the stimulator malfunctioned or something. The patient noted it was because they felt a shot of stimulation into his knee and he believed it was from the stimulator. The patient stated that it was like someone putting a knife in the patient¿s knee. The patient stated that he was laying down flat on the floor and laying on the ins. The patient stated that he went to the hospital where the following saturday after this happened and they took x-rays and could not find anything wrong. The patient stated that they were not recommending an MRI which the patient was in the process of arranging. The patient stated that the reason for the MRI is due to what happened at yoga and it was related to the device/therapy. The patient reported that he believed the reported issues were related to the stimulator because the patient had turned the stimulator off and the patient was able to walk a little bit, before when the stimulator was on the patient couldn¿t walk. The patient stated that when he would walk and bent his knee he would feel a pain. The patient wanted to know how high stimulation could be set and also if the stimulator is on that indicates that it is shooting current into patient¿s body. The patient was reviewed that stimulation can go as high as 8.5v, that if stimulation is turned on then yes stimulation would be felt, and how body positional movement can affect how stimulation is felt. The patient stated that he would follow up with the hcp regarding the reported issues. The patient noted that they considered the change in therapy/symptoms sudden. Additional information was received from the patient via a manufacturer representative (rep) on 2017-01-16. The rep reported that the patient experienced a shocking sensation in his leg and knee. The rep reported that the patient had stated that he was doing yoga and had a yoga block under his back, and he experienced a sharp shocking sensation in his leg and knee, followed by swelling of the knee. The rep noted that no troubleshooting had been done at the time and they were scheduling an appointment with the patient¿s doctor¿s office to check lead impedance. The rep reported that the hcp instructed the patient to turn the ins off and noted that the patient turned the ins off on (B)(6) 2017 and it remained off at the time of report. Additional information was received from the patient on 2017-01-26. The patient reported that no steps had been taken yet as of 2017-01-21. The patient noted that they will see the hcp on (B)(6) 2017.

Event description:
Additional information was received from a manufacture representative on (B)(6) 2017. It was reported that the patient cancelled their appointment to have the impedance checked on their device, and the patient decided to have their device explanted on (B)(6) 2017. It was noted that a manufacture representative would not be in attendance because the physician has done many of the procedures previously.